Event description:
It was reported that the pump battery was unresponsive. Reportedly, the customer contacted the healthcare provider to obtain an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.